Event description:
Event verbatim [preferred term] : indication: transarterial chemoembolization [off label use], indication: transarterial chemoembolization [device use issue], all 20 patients (100%) developed post embolization syndrome after their first tace treatment [post embolisation syndrome], , narrative: this is a literature report for the following literature source(s): "assessment of safety and efficacy of transarterial chemoembolization combined with camrelizumab and donafenib in patients with hepatocellular carcinoma at bclc stage c: a study of 20 cases", medicine, 2024; vol:103(20), doi:10.1097/md.0000000000038174. An adult patient received absorbable gelatin (absorbable gelatin), for therapeutic embolisation; epirubicin hcl (epirubicin hcl), at 40 to 80mg for therapeutic embolisation; hydroxycamptothecin (hydroxycamptothecin) at 10 to 20 mg for therapeutic embolisation; iodized oil (iodized oil) at 10-20 ml for therapeutic embolisation. The patient's relevant medical history included: "advanced hepatocellular carcinoma (hcc)" (ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required), device use issue (intervention required), outcome "unknown" and all described as "indication: transarterial chemoembolization"; post embolisation syndrome (intervention required), outcome "unknown", described as "all 20 patients (100%) developed post embolization syndrome after their first tace treatment". The action taken for absorbable gelatin, epirubicin hcl, hydroxycamptothecin and iodized oil was unknown. The reporter considered "indication: transarterial chemoembolization" and "all 20 patients (100%) developed post embolization syndrome after their first tace treatment" related to epirubicin hcl. The reporter considered "indication: transarterial chemoembolization" and "all 20 patients (100%) developed post embolization syndrome after their first tace treatment" associated to absorbable gelatin. Causality for "indication: transarterial chemoembolization" and "all 20 patients (100%) developed post embolization syndrome after their first tace treatment" was determined associated to absorbable gelatin (malfunction)., comment: considering the plausible drug-event temporal association and/or known safety profile, there is a reasonable possibility that reported post embolisation syndrome was related to suspect drugs absorbable gelatin and epirubicin hcl administration in the setting of off-label use (transarterial chemoembolization (tace). As per the author "all 20 patients (100%) developed post embolization syndrome after their first tace treatment". The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term]. Indication: transarterial chemoembolization [off label use], indication: transarterial chemoembolization [device use issue], all 20 patients (100%) developed post embolization syndrome after their first tace treatment [post embolisation syndrome], , narrative: this is a literature report for the following literature source(s): "assessment of safety and efficacy of transarterial chemoembolization combined with camrelizumab and donafenib in patients with hepatocellular carcinoma at bclc stage c: a study of 20 cases", medicine, 2024; vol:103(20), doi:10.1097/md.0000000000038174. An adult patient received absorbable gelatin (absorbable gelatin), for therapeutic embolisation; epirubicin hcl (epirubicin hcl), at 40 to 80mg for therapeutic embolisation; hydroxycamptothecin (hydroxycamptothecin) at 10 to 20 mg for therapeutic embolisation; iodized oil (iodized oil) at 10-20 ml for therapeutic embolisation. The patient's relevant medical history included: "advanced hepatocellular carcinoma (hcc)" (ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "indication: transarterial chemoembolization"; post embolisation syndrome (intervention required, medically significant), outcome "unknown", described as "all 20 patients (100%) developed post embolization syndrome after their first tace treatment". The action taken for absorbable gelatin, epirubicin hcl, hydroxycamptothecin and iodized oil was unknown. The reporter considered "indication: transarterial chemoembolization" and "all 20 patients (100%) developed post embolization syndrome after their first tace treatment" related to epirubicin hcl. The reporter considered "indication: transarterial chemoembolization" and "all 20 patients (100%) developed post embolization syndrome after their first tace treatment" associated to absorbable gelatin. Causality for "indication: transarterial chemoembolization" and "all 20 patients (100%) developed post embolization syndrome after their first tace treatment" was determined associated to absorbable gelatin (malfunction). Amendment: this follow-up report is being submitted to amend previous information: to add seriousness criteria of event 'indication: transarterial chemoembolization' (medically significant)., comment: considering the plausible drug-event temporal association and/or known safety profile, there is a reasonable possibility that reported post embolisation syndrome was related to suspect drugs absorbable gelatin and epirubicin hcl administration in the setting of off-label use (transarterial chemoembolization (tace). As per the author "all 20 patients (100%) developed post embolization syndrome after their first tace treatment". The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
Product quality group provided investigational results on (B)(6) 2024 for absorbable gelatin: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.

Event description:
Event verbatim [preferred term] indication: transarterial chemoembolization [off label use], indication: transarterial chemoembolization [device use issue], all (B)(4) patients (100%) developed post embolization syndrome after their first tace treatment [post embolisation syndrome], , narrative: this is a literature report for the following literature source(s): "assessment of safety and efficacy of transarterial chemoembolization combined with camrelizumab and donafenib in patients with hepatocellular carcinoma at bclc stage c: a study of (B)(4) cases", medicine, 2024; vol:103(20), doi:(B)(4). An adult patient received absorbable gelatin (absorbable gelatin), for therapeutic embolisation; epirubicin hcl (epirubicin hcl), at 40 to 80mg for therapeutic embolisation; hydroxycamptothecin (hydroxycamptothecin) at 10 to 20 mg for therapeutic embolisation; iodized oil (iodized oil) at 10-20 ml for therapeutic embolisation. The patient's relevant medical history included: "advanced hepatocellular carcinoma (hcc)" (ongoing). The patient's concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "indication: transarterial chemoembolization"; post embolisation syndrome (intervention required, medically significant), outcome "unknown", described as "all (B)(4) patients (100%) developed post embolization syndrome after their first tace treatment". The action taken for absorbable gelatin, epirubicin hcl, hydroxycamptothecin and iodized oil was unknown. The reporter considered "indication: transarterial chemoembolization" and "all (B)(4) patients (100%) developed post embolization syndrome after their first tace treatment" related to epirubicin hcl. The reporter considered "indication: transarterial chemoembolization" and "all (B)(4) patients (100%) developed post embolization syndrome after their first tace treatment" associated to absorbable gelatin. Causality for "indication: transarterial chemoembolization" and "all (B)(4) patients (100%) developed post embolization syndrome after their first tace treatment" was determined associated to absorbable gelatin (malfunction). Product quality group provided investigational results on (B)(6) 2024 for absorbable gelatin: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Amendment: this follow-up report is being submitted to amend previous information: to add seriousness criteria of event 'indication: transarterial chemoembolization' (medically significant). Follow-up (06aug2024): this is a follow-up report from product quality group providing investigation results., comment: considering the plausible drug-event temporal association and/or known safety profile, there is a reasonable possibility that reported post embolisation syndrome was related to suspect drugs absorbable gelatin and epirubicin hcl administration in the setting of off-label use (transarterial chemoembolization (tace). As per the author "all (B)(4) patients (100%) developed post embolization syndrome after their first tace treatment". The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.